Event description:
It was reported during in clinic follow up that the implantable cardioverter defibrillator exhibited post-paced t-wave oversensing (pptwos). Programming changes were successfully implemented. There were no patient consequences.

Event description:
Additional information received noted a further instance of post-paced t-wave oversensing (pptwos). No patient symptoms or additional information was reported.

Event description:
New information received noted that additional programming changes were made to address the post-paced t-wave oversensing (pptwos). The patient was stable.